Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted right ventricular (rv) lead presented to the emergency room due to complaints of fatigue and lightheadedness. It was noted that this rv lead had intermittent capture at 7.5v. A chest x-ray was done and the lead had dislodged and that there was a perforation with subsequent tamponade identified. Surgical intervention was performed and this lead was successfully repositioned. There were no additional adverse patient effects.